Event description:
A patient reported the need for a revision approximately 15 years after initial tsa performed in 2009 through the ethics hotline. Since the initial replacement, the patient has experienced pain and infection. A revision was scheduled for september after a surgeon confirmed there was loose plastic in the shoulder.

Manufacturer narrative:
D10: concomitants: 1481661 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 1522617 300-10-45 - equinoxe replicator plate 4.5mm o/s. 1503126 300-20-02 - equinox square torque define screw drive kit. 1400079 310-01-50 - equinoxe, humeral head short, 50mm (beta).

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-1405-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d6b, h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may be the result of prosthesis wear, infection, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.